Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles and main body were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to any significant positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Blood is evident inside the balloon lumen which indicates a possible breach of the device during the procedure. A visual and tactile examination found a 7mm longitudinal tear on the outer shaft, distal to the port bond skive. An attempt to inflate the balloon was unsuccessful as the inflation fluid leaked through this tear. The damage evident to the outer shaft is consistent with excessive manipulation of the delivery catheter while attempting to advance the device over the guidewire during the procedure. The longitudinal tear evident in the outer shaft enabled fluid to escape/leak during inflation attempts while also allowing blood to enter the inflation lumen via the tear. There was no difficulty attempting to advance the device over a 0.014" guidewire during examination with no restrictions noted. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and embolism occurred. A 38 x 2.50mm promus premier¿ drug-eluting stent was selected to treat the target lesion, however, the distal shaft broke upon inflating the balloon. The contrast and the microbubbles in it didn't inflate the balloon but flew into the coronary vessel creating a distal embolization. The device was completely removed. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break and embolism occurred. A 38 x 2.50mm promus premier¿ drug-eluting stent was selected to treat the target lesion, however, the distal shaft broke upon inflating the balloon. The contrast and the microbubbles in it didn't inflate the balloon but flew into the coronary vessel creating a distal embolization. The device was completely removed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).